Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment (slda) was caused by patient and procedural conditions. The mitral regurgitation (mr) and dyspnea were outcomes of slda. The cause for tissue damage could not be determined. The reported patient effects of tissue damage, mr and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to grasping, it was noted that the patient had thin leaflets and a dilated ventricle. Two clips (91216u276, 00128u167) were successfully implanted, reducing mr to a grade of <1. On (B)(6) 2020, the patient returned the hospital with shortness of breath. Transesophageal echocardiography (tee) was performed and showed that tissue damage occurred on the posterior leaflet, causing one of the implanted clips (91216u276) to detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in an increased in mr to a grade of 4. No additional information was provided.